Event description:
Patient reported the aligners caused an overbite and their back teeth to rub their cheeks.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.